Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the device was bulging through the tissue. Nevro attempted to obtain additional information regarding the nature of the symptom but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.